Manufacturer narrative:
Follow-up attempts were made to obtain more information on the event; however, there has been no response from the reporter. It is unknown whether reported device would be available for evaluation. Once new information is received or the reported device is returned for evaluation, a supplemental report will be made to the FDA. This complaint will be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the latex tip on the end of the suction tube fell off during the rigid esophagoscopy procedure. The surgeon could not retrieve the piece and decided to push it down into the patient's stomach. The procedure was approximated to be 45 to 60 minutes with an additional 15 minutes due to the event.

Event description:
It was reported that the latex tip on the end of the suction tube fell off during the rigid esophagoscopy procedure. The procedure was intented to retrieve a foreign body and that was when the latex tip of the suction tube fell out. The surgeon was unable to retrieve the foreign body nor the tip, thus decided to push it down into the patient's stomach. The procedure was approximated to be 45 to 60 minutes with a 20 minute delay due to the event. There was no patient injury reported. Customer requested to keep the device in circulation, and will not return it for evaluation.

Manufacturer narrative:
Customer will not return the device to us, and thus cannot be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).